Event description:
Customer called to report the pump had a no delivery alarms. Troubleshooting was performed. Pump did not have an audible tone any more. Customer also stated the unit had an error on display. Device was not dropped, bumped, or exposed to moisture.